Event description:
Customer reported obtaining high blood glucose results over the last 3 days. Customer stated device = 179 mg/dl at 11 pm. Customer took normal diabetes medication before bed. At 2 am, device = 175 mg/dl. Customer took more diabetes medication. At 4:30 am, customer wok up with vision difficulties. Device = 175 mg/dl. Customer had some cranberry juice and two low sodium crackers. Customer felt sick and started to perspire. At 5 am, customer drove to the hospital emergency room (ER). Hospital device = 42 mg/dl about forty five minbutes later. Customer was treated with an IV. Customer was released from hospital 3.5 hours later with their device result of 131 mg/dl. No controls. A request was made for return product and replacement product was sent.